Manufacturer narrative:
During the procedure, the orbit rdfl complex coils ((B)(4)) stretched during positioning into the target aneurysm. During positioning, the coils were left in the aneurysm, while the microcatheter was repositioned, but no additional manipulation or torque was applied while the coils were in the aneurysm. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next coils. There was no adverse event, and the device will be returned for analysis. A review of the manufacturing documentation associated with these lots (15638421 and 15444427) presented no issues during the manufacturing process that can be related to the reported complaints. Review of the lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. It is possible that aneurysm size/characteristics and device manipulation contributed to the reported events; however, based on the limited information and without the return of the devices for analyses, no conclusion can be made regarding root cause/contributing factors. With review of the device history records there were no indications of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00044 and 1058196-2013-00045.

Event description:
During the procedure, the orbit rdfl complex coils ((B)(4)) stretched during positioning into the target aneurysm. During positioning, the coils were left in the aneurysm, while the microcatheter was repositioned, but no additional manipulation or torque was applied while the coils were in the aneurysm. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, same microcatheter was used with the next coils. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
During the procedure, the orbit rdfl complex coils ((B)(4)) stretched during positioning into the target aneurysm. During positioning, the coils were left in the aneurysm, while the microcatheter was repositioned, but no additional manipulation or torque was applied while the coils were in the aneurysm. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next coils. There was no adverse event, and the devices were return for analyses, but the devices were not returned for analyses. A non-sterile orbit mini complex fill 3.5x5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped and it was elongated and kinked. The support coil, gripper and embolic coil were found outside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The introducer, gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched and the introducer was found kinked with elongation condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coils were confirmed. The cause of the additional damages could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. No damages were reported prior to use and the event occurred during procedural manipulation. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Although no definitive root cause conclusion can be made, it is possible that procedural factors along with vessel/lesion characteristics contributed to the events. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00044 and 1058196-2013-00045.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt this is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00044 and 1058196-2013-00045.